Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing at in clinic follow up, the lead exhibited loss of capture, intermittent sensing. A chest x-ray revealed the atrial lead was dislodged. The device was reprogrammed, no intervention had been reported.